Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat cystocele, rectocele, and uterine prolapse concurrently with cystocele and rectocele repair, a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and implantation of bard pelvisoft mesh. It was reported that following insertion the patient experienced extrusion, urinary problems, bowel removal surgery, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and infections. It was reported that the patient underwent mesh revision/excision on (B)(6) 2008 due to mesh eroding through vagina. It was reported that the patient underwent another mesh repair/removal with implantation of bard marlex, enterotomy, and serosa repairs on (B)(6) 2008 due to mesh erosion in small bowel and pelvic floor prolapse. It was reported that the patient underwent a total abdominal colectomy with ileorectal anastomosis on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.